Manufacturer narrative:
The device referenced in this report was discarded by the facility and will not be returned to olympus for evaluation . The exact cause of the reported phenomenon cannot be conclusively determine. If additional information is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic ureteroscopy procedure, while pulling out the guide wire, the sheath tip broke into pieces inside the patient. It was reported that the surgeon removed the entire sheath and retrieved the broken pieces with an unknown device. The intended procedure was completed. There was no patient injury reported. No further information was provided.